Event description:
(B)(6) hospital had a covid-19 patient on cardiohelp and over time the hls delta p was continuously increasing but the flow and gases were stable through the patients therapy. The perfusion team called for advice once the delta p reached 101 and again at 105. They decided that they would just change out the circuit so they did. The patient did well with the exchange and was still well as of (B)(6) 2020. Complaint ID: (B)(4).

Manufacturer narrative:
Device history record(DHR)review result: the DHR for the hls set advanced 7.0 (material: 70105.2794, lot: 70134555, dms#: (B)(4)) for which a customer complaint was received, was reviewed on 2020-06-19. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The patient was infected with covid-19. Covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. A similar case was already investigated under complaint#: (B)(4) on 2020-06-05: as stated in the investigation report of ot#: (B)(4) clots could be found inside the oxygenator. The most probable root cause are clots in the oxygenator leading to a blockage. According to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms #: (B)(4), v23) following causes could lead to coagulation: de-airing luer lock connection too loose. Air remains in or enters the circuit. Hemostasis. Air or blood remains in luer lock access port. Too low anticoagulation. Too low at level, effect of heparin is too limited. Protamine sulfate enters the hls set. Administration of substitution of congealable substance such as plateles. (Consumption) coagulopathy. Thrombozytopenia. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).